Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an impact pacific for treatment of the patients superficial femoral artery (sfa). Embolic protection was not used. The IFU was followed and the device was prepped without issue. It was reported that a balloon twist occurred. The balloon was removed from the patient and replaced with another balloon to complete the procedure. No patient injury was reported. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (inpact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was performed on the device: a twist was detected at 40 mm from the proximal marker, dry blood was found on the catheter. A 0.018¿ guidewire was successfully advanced through the device. Negative pressure was applied to the balloon: the purging test passed, as air bubbles were not present in the water column of the manometric syringe. The balloon was inflated at 2 bars and a change in profile and wrinkles were detected. The device was inflated at 7 bars: wrinkles were no longer visible. Change in profile slightly visible. The balloon was finally inflated at 14 bars. Change in profile slightly visible. The balloon was then deflated: signs of twist were still visible on the balloon. If information is provided in the future, a supplemental report will be issued.